Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01897.

Event description:
The patient was undergoing a coil embolization procedure in the distal hepatic artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, two ruby coil lps were unable to advance through the introducer sheath from the starting position. The physician detached the ruby coil lps within the introducer sheath. The physician was able to retract the pusher assembly of the ruby coil lps, and subsequently advance the detached ruby coil lps into the microcatheter using the pusher assembly. The embolization coils were implanted without further issue. The procedure was completed using the same ruby coil lps. There was no report of an adverse effect to the patient.